Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump alarmed failed battery test three times in a row. Contacts on battery cap, battery compartment, or spring were not missing damaged or corroded. Customer was advised to clean contacts, inserted a new battery, and device alarmed again. No further information reported.